Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down and would intermittently not power back up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.